Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported the patient had a loss of therapy. Patient stated their system hasn't been working lately and they had lots of accidents both bladder and bowl. Patient said he urinates 20 or more times a day, and he took two dumps in his pants last weekend and three weekends before that. Patient also had bowel issues in december. Patient called the doctor 3-4 times last week. Troubleshooting included having the patient sync with programmer which showed stim was off. It was explained that therapy needs to be on to be effective and the patient turned the device on to program 4 at 3.2 volts. Patient set stim to 2.0 volts and could feel stimulation. Patient received instruction in programmer adjustments, button use, icon meaning, how to sync with ins and MRI compatibility. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient states they have experienced intermittent failure of the device over the last 5 months; the cause was not explained to them. The patient was not sure if the device was working as expected now. The device was adjusted at doctor's office and was checked by doctor and manufacturer's representative. No further complications were reported or are anticipated.